Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition and is consistent with the reported nausea and vomiting and need for IV treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information from the caregiver indicated possible infusion set-related issues, including infusion set detachment or occlusion without troubleshooting; however, specific details could not be confirmed and no product was available for evaluation. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported above 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on 02-mar-2026, treated with IV fluids and insulin, and discharged on (B)(6) 2026.